Event description:
It was reported the patient had hardware failure which required a revision procedure on (b)(46 2015. Per operating room (or) reports, the original surgery was an open reduction internal fixation (orif) procedure for a left femur periprosthetic fracture. This original procedure took place on (B)(6) 2015. The or reports indicated that "¿the proximal screw was then placed with the targeting guide. The screw was found to have missed the plate. The screw was then removed. The screw was then re-inserted and confirmed to be through the plate." A review of the records of utilized hardware determined the unknown screws to be 5.0 mm locking screws. Additionally, the records show that there was a quantity of 4 (four) 5.0mm locking screws implanted. Since that original procedure, the patient has fallen twice. During the revision procedure, the plate was noted to be bent. All of the devices were removed without complications or surgical delay. It was reported that an ortho distracter was used in surgery. It was also noted that two (2) screws were wasted during the procedure. The patient was admitted to a rehabilitation facility. The provided x-rays were reviewed by the manufacturer and it was noted that a screw pulled out and hardware failure. This report is for an unknown screw. This report is 11 of 11 for (B)(4).

Manufacturer narrative:
Additional narrative: event date: unknown. This report is for an unknown screw/unknown lot. It was reported that a screw backed out; part numbers were provided but it is unknown which was the screw that backed out. Part numbers provided: 214.836; 02.231.275 (quantity (B)(4)); 02.231.280 (quantity (B)(4)); 214.838; 214.840 (quantity (B)(4)). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.